Manufacturer narrative:
Reporter first name: (B)(6); reporter last name: (B)(6); reporting institution name: (B)(6); reporting address line 1: (B)(6); reporting address city: (B)(6); reporting address state: (B)(6); reporting address postal: (B)(6); reporting institution phone: (B)(6); reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had a power equipment malfunction message on the screen. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The customer reported that the device displayed a "power equipment malfunction" message on the screen. After reviewing the error log, the customer found no critical hardware or software errors, except for rtc voltage range errors related to the software. An operational check was completed, which cleared the message and returned the device to normal functioning. Despite this, the customer requested a thorough inspection to identify any potential underlying issues. Upon evaluation by a bench repair engineer, it was determined that the power equipment malfunction alarm was caused by a corrupted software version. As per the helpdesk's recommendation, the software was upgraded to version 2.00.33. The batteries were confirmed to be operating normally, and the performance verification passed. Additionally, the engineer found that the "power wire prevented latch" was missing and replaced it accordingly. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was caused by a corrupted software version. The reported problem was confirmed.